Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown abdominal aortic aneurysm. Vessel morphology was reported as there was a narrowing in the bifurcation (approximately 17 mm), moderately to severely tortuosity in the iliac limbs. The stent grafts were implanted without issue. It was reported that later that evening there was occlusion of the stent grafts bifurcated stent graft and ipsilateral limb. There were no kinks in the stent graft. The physician stated that the stent grafts should have been extended further distally due to the tortuosity in the vessels. There was poor distal run-off due to the tortuosity in the vessel. The physician elected to perform a femoral to femoral bypass and the blood flow was restored. There was minimal oversizing of the limbs. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (anatomy related; a narrowing in the bifurcation and poor distal runoff due to severe tortuosity of the iliacs). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; a narrowing in the bifurcation and poor distal runoff due to severe tortuosity of the iliacs).